Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was missing at the clevis and was not returned with the instrument. There were indentations at the edge of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure the maryland bipolar forceps instrument wire was sticking out or it was broken where at the forceps. No patient harm, adverse outcome or injury was reported.